Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure in which the reservoir was replaced. Upon removal, it was found that the reservoir had a fluid leak caused by a hole. The patient is set to recover.